Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and vapor proofed. Also, the power supply was adjusted. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed an error code message. No report of pt or staff injury.